Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that that the ventilator failed internal leakage test during pre-use check. Our field service engineer confirmed that the internal leakage test failed with leakage value is too high. He replaced the gas module nozzles which resolved the problem. The ventilator was returned to customer and cleared for clinical use after passed functional and safety tests to factory specifications. No part was returned for investigation. No further issues have been reported. The evaluation of received device logs shows that internal leakage test failures began to occur on may 07, 2020. This day will be used as date of event. The leakage problem was encountered during pre-use check. During ventilation, audiovisual alarms will be generated if the set leakage limit is exceeded. The conclusion in this matter is that our field service engineer confirmed the internal leakage test failure and replaced the gas module nozzles, which resolved the problem. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: 321534.